Event description:
Pt was on pca infusion pump for pain control. When pump discontinued, volume remaining led staff to believe that pump had infused more medication than programmed to deliver. Patient did not experience or exhibit any signs of harm.